Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that sealing became impossible midway using the vessel sealer extend (vse) instrument. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have a loose grip cable at the proximal end. Due to the loose grip cable, the instrument jaws would not close fully, causing the instrument to fail the energy delivery test. There was no damage to the conductor wire, and the grip cable was not broken. Additionally, the instrument was found to have low torque failures based on the log review. A visual inspection revealed a loose grip cable in the backend. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument passed the homing test. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument passed the cut test but failed to seal on 2 of 2 attempts. The error displayed, "sealing malfunction. Press 'arm swap' to restore control, then remove and reinstall. If issue persists, discard instrument". Error code 22024 indicating the "grip torque was outside the expected range on universal surgical manipulator (usm)3" was seen, indicating that the instrument exhibited low torque during use, which typically resulted in a sealing malfunction. The logs showed a "strong grip failure," and appeared as at the same timestamps as the low torque errors seen the logs. The instrument passed the electrical continuity test. The complaint regarding the sealing became impossible midway was confirmed by failure analysis. The probable root cause is attributed to component susceptibility to damage through external collisions or during use. A loose grip cable can prevent the grips from fully closing, leading to the instrument failing self-test/homing (initialization). The loose grip cable caused low torque errors on instrument.

Event description:
Refer to h11 for follow-up information.